Event description:
"Eri device noted to have sudden drop of racing impedance. Thus pt had generator change and rv lead replaced. Right ventricular lead impedance declined (bipolar) to 100 ohms while unipolar impedance remained normal. There was evidence of non-physiologic raising consistent with led integrity failure. Lead was "captured", new lead implanted. There was no device problem."